Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cycler door, the pump module was soaked. Patient stated that there was a pin hole on the cassette. Prophylactic antibiotics were administered as a precaution and patient's effluent remained clear. Sample is not available; sample was discarded.